Event description:
It was reported that device movement shift and hospitalization occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was selected to be used. During the procedure the four-direction drop-off side was placed in just position. The ridge side was slightly proximal, but due to the patient's long ridge anatomy, the distance from the tip of the ridge to the surface of the closure device was within 8.7mm. The tug test was performed in all four directions, and it was judged that there was no problem because the condition where the closure device could be pulled back was able to confirm. The compression rates were 16.0 percent at 0 degrees, 14.9 percent at 45 degrees, 18.0 percent at 90 degrees, and 12.3 percent at 135 degrees. A 1.0mm leak was observed on the posterior side at 135 degrees. However, changing the closure device to a bigger size was considered difficult due to the patient's anatomy. Therefore, the leak was accepted and the closure device was released. The leak disappeared after closure device was released. A chest x-ray performed the following day showed a change in the shape and inclination of the closure device, so a transesophageal echocardiography (tee) was performed. The closure device was observed to be tilted by approximately 90 degrees different from the shape immediately after placement at 0-90 degrees, and it was confirmed that the shoulder of the closure device completely dropped into the laa and positioned vertically. A leak confirmation was performed using color doppler imaging, but no color signal was observed, possibly because the blood flow was oriented horizontally towards the ultrasound beam. The physician decided to proceed with clinical observation. The details regarding hereafter follow-up are currently being confirmed. The patient is currently being monitored, and no symptoms have been reported at this time.